Event description:
It was reported that the battery of this implantable cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This crt-d was subsequently explanted. No additional adverse patient effects were reported.